Event description:
The clinic was running a pack cycle when the door made an incredibly loud bang. The door may have opened under pressure.

Manufacturer narrative:
The sterilizer was evaluated at the user facility by a co rep. The sterilizer functioned as intended. The door appeared to be harder to close than other sterilizers of this model type. The sterilizer is being returned to the factory for a more thorough eval. At this time there is no indication of any device failure.